Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the continuous glucose monitor (cgm) was not working. The patient stated that she was at the store, saw that the cgm reading was 39 mg/dl and she knew she needed attention. She asked an employee for orange juice, then passed out and woke up on the floor. Paramedics were called and gave her a glucose shot. She then finished the orange juice. She stated that she had her glucometer with her because of recent unspecified issues with the cgm, and that she checked her bg before leaving for home and it was okay (no value provided). No details of the specific failure mode could be obtained during the time of the report and the patient could not recall what the cgm was displaying at the time of event. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.